Manufacturer narrative:
H10 additional narrative: h3, h4, h6- the viper universal poly driver (part # 279734000 / lot # mi76553 ) was received at us cq. The distal tip of the device has completely broken off. The anodization of the screw driver¿s color ring has worn off. No other defects were identified. The received condition was consistent with the complaint condition thus the complaint is confirmed. The overall complaint was confirmed for the received viper universal poly driver (part # 279734000 / lot # mi76553 ) as the distal tip of the device has completely broken off. However no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi76553 was released in a single batch. ¿ batch1: lot were released on 18 jun 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h4: manufacturing date updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure, the tip of the screwdriver broke off and was stuck in the head of the screw. The screw had to be changed because it had not been tightened enough. To remove the screw, an expedium rod with an expedium innie with torque was connected to the screw which was then removed with a rotation stabilizer. The screw was removed and a new screw was implanted. There was a surgical delay of five (5) minutes. The surgery was successfully completed. There was no patient consequence. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity 1), unknown set screws (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for one (1) polyaxial screw driver. This is report 1 of 1 for (B)(4).